Event description:
Philips received a complaint by the customer on the v60 indicating that the patient circuit was disconnected but the alarm did not go through the nurse call system. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the patient circuit was disconnected but the alarm did not go through the nurse call system. The remote service engineer (rse) stated the unit had passed performance verification test (pvt). The rse then checked the event log and found occurrences of the circuit disconnect alarm. The customer then stated they would check if the nurse call cable was functioning and connect the ventilator to the nurse call port to ensure the nurse call system was responding as it should. This investigation is ongoing.

Manufacturer narrative:
The customer was able to complete the test of the tip/ring nurse call and confirmed the reported issue was unable to be duplicated. The customer completed the test of the tip/ring nurse call and confirmed the reported issue was unable to be duplicated. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.